Event description:
International customer reported that a pt received a v-p shunt. It was reported that after 10 months there was clinical evidence of shunt malfunction. X-rays showed distal catheter crack at one side.

Manufacturer narrative:
Codman has unsuccessfully attempted to contact the surgeon for add'l info. It is not clear at this point if the device or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened and evaluated. At the present time, this complaint is closed.